Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached. Evaluation revealed that the proximal constraint sphere was present on the embolization coil indicating the coil was intact. This type of damage typically occurs if the ruby coil is retracted against resistance during use, the pusher assembly may elongate allowing the embolization coil to detach. The pusher assembly was not returned for evaluation. Therefore, the root cause could not be determined. Further evaluation revealed offset coil winds on the embolization coil. This damage was incidental to the reported complaint, and the root cause could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the gastroduodenal artery (gda) aneurysm using a ruby coil, a ruby xl, a non-penumbra catheter (5f), and a lantern delivery microcatheter (lantern). It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician was unable to advance a ruby xl through the 5f non-penumbra catheter, and the ruby xl was removed. The physician then inserted the lantern through the non-penumbra catheter and placed three ruby coils in the target location using the lantern. While advancing another ruby coil into the target location, the lantern had kicked out of the vessel and the ruby coil unintentionally detached. It was reported that the detached ruby coil migrated from the gda to the hepatic artery. The physician was able to remove the detached ruby coil using a snare device after multiple attempts. The physician determined that the aneurysm was occluded enough and ended the procedure at this point. There was no report of an adverse effect to the patient.